Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00272 and 2134265-2017-00223. It was reported a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system (wds) and watchman ® access system were used. One full recapture with the 30mm device was performed. A new 27mm wds was advanced. The closure device was deployed and implanted; however, a perforation of the laa occurred. About four hours post procedure, the patient suffered a pericardial effusion. They performed a pericardiocentesis and drained fluid from the pericardium. There were no further patient complications and the following day, the patient was considered stable. It was suspected the cause of the perforation was because of the recapture.